Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s implantable drug infusion pump. The drug being delivered was lioresal (baclofen) with a concentration of 2000 mcg/ml and a dosage of 462 mcg/day. The reason for use was intractable spasticity and cerebral palsy. It was reported that there was a pump alarm due to a motor stall. On (B)(6) 2016, the patient arrived at the emergency room with the pump alarming. The resident interrogated the pump to find that the pump was in a permanent motor stall. The logs were read and showed the pump motor stall occurred on (B)(6) 2016 at 9:09 am. The alarms were silenced and the pump was updated with the pump remaining in motor stall. The patient was admitted to the hospital and scheduled for pump replacement on (B)(6) 2016. The pump was replaced with a new 8647-40 pump ((B)(4)) on (B)(6) 2016. The daily dose was changed from 462 mcg/day to 400 mcg/day at the time of pump replacement. Troubleshooting consisted of interrogating the pump and updating it with no change in the pump motor stall mode. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.